Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was inaccurate as the left l3 screw breached the vertebral body. Software appeared accurate when placing the left pedicle screw on the l3 level. When taking a post-op 3d imaging system spin, the surgeon noted that the left l3 screw was breaching the vertebral body laterally and the left l1 screw was laterally inaccurate, as well as, skirting the vertebral bone. The left l1 screw did not breach the bone, however, was on the edge of the bone. Patient reference frame was attached to l1, camera was at the head of the patient. There was no spinous process on the l3 or l4 body for this patient. Surgeon re-spun the patient, revised the left l3 screw and removed the left l1 screw completely. Revision was successful and navigation was accurate. It was noted that the patient had soft bone and the surgeon was using a non-medtronic screw system and non-medtronic driver with the medtronic navlock tracker system for the procedure. Delay to surgery approximately 5 minutes to re-spin the patient. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. At the time of the event, a medtronic representative explained the medtronic policy to the surgeon regarding using non-medtronic instruments with our navlock system. (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2015 software investigation completed. Findings are that this is not a software issue. The site used the application in an off-label way and was unsuccessful. Software functioning as designed. Non-medtronic driver was used in this procedure. (B)(6) 2015 a medtronic representative, following-up at the site, reported the alleged inaccuracy was approximately 2-3 centimeters lateral from the intended target. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by k2m.

Manufacturer narrative:
On 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿